Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic bent. Dimensional inspection found the lens to be within specification. Claim # (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -7.00/0.5/045 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. Lens rotation was observed. On (B)(6) 2023 the lens was exchanged for a spherical lens of the same size and the problem was resolved.